Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
: It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was ¿high¿ with moderate ketones; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day. System check with tandem technical support confirmed the pump was functioning as intended.